Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the mildly calcified peripheral artery. A 6 x 200 x 130 innova? Vascular stent was selected for treatment. During the procedure, it was noted that the stent was deployed by about 1mm but could not be fully deployed. The procedure was completed with another innova stent. There were no patient complications as a result of this event.